Event description:
Customer reported a continuous glucose monitor error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for resetting the pump and guided the customer through the process, after which the error did not reoccur. The customer successfully initiated a new sensor session.